Event description:
It was reported, that: the patient underwent a revision due to the loosening of the polyethylene liner from the base plate of the right anaverse prosthesis shoulder, approximately 3 years post-op. Due diligence is in progress for this complaint; to date, no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: baseplate l 25mm, item# 01.04440.008, lot# 3002779. Foreign: (B)(4). Investigation of this incident is currently ongoing. A followup/ final report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). H2: further assessment of the event indicated that the device previously submitted on this report is not released in the USA. Furthermore, there are no similar devices released in the USA. The initial report was forwarded in error and should be voided.

Event description:
Further assessment of the event indicated that the device previously submitted on this report is not released in the USA. Furthermore, there are no similar devices released in the USA. The initial report was forwarded in error and should be voided.